Event description:
It was reported that a procedure was performed on (B)(6) 2023, utilizing the reform pedicle screw system. During attempts to insert a lock screw, the tip of the cap screw inserter (04-9094) broke off. The broken tip was retrieved from the screw and the procedure was completed utilizing other instrumentation readily available in the set. There was no patient injury or delay to the procedure as a result of the malfunction.

Manufacturer narrative:
H3 device evaluation - hexalobe tip portion not returned for evaluation. The surface of the returned portion at the point of fracture indicates a failure due to rotational shear overload. Review of device history records found twenty-four (24) pieces of lot 25352ps released for distribution on 8/12/2019 with no deviation or anomalies. Two-year complaint history reivew did not reveal a trend for reports of this nature for this part number. Given the age of instrument, 4+ years, it is determined that no corrective action is required; product exceeded its expected service life cycle.

Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procdure was performed on (B)(6) 2023, utilizing the reform pedicle screw system. During attempts to insert a lock screw, the tip of the cap screw inserter (04-9094) broke off. The broken tip was retrieved from the screw and the procedure was completed utilizing other instrumentation readily available in the set. There was no patient injury or delay to the procedure as a result of the malfunction.